Event description:
Primary surgery was in (B)(6) 2014. The surgeon found necrotic muscle around these implants after the surgery. So the surgeon performed revision surgery in (B)(6) 2016. The surgeon doubts that this incident is armd issue and there are any corrosion on stem-neck junction. The surgeon wants to know armd and corrosion. Cup and liner are x3 pe liner for stryker. The parts are not consignment parts.